Manufacturer narrative:
(B)(4). This initial/final MDR will be the only report submitted for MFR report #1226348-2018-00721. Additional patient/initial reporter information was requested, but the patient would not provide it. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a patient that a codman 3000 (ap03000l/(B)(4)) had been malfunctioning and the pump was removed in approximately mid-(B)(6) 2018. The pump was implanted in 2009. The patient¿s physician stopped treating him and the patient was forced to see another physician. The patient stated that he started having problems with the pump when he switched physicians. At that time, the drug in the pump was switched to baclofen. The physician refused to provide the patient with oral medication while trying to wean him off of the pump. The patient claims that the pump was off by 1ml, but could not explain how he knew. He stated that the pump was overdosing and that the pump malfunction was causing numbness in his left leg, weight loss, swelling of the legs, erectile dysfunction, mental confusion, and memory loss. The patient was not implanted with a new pump and would not confirm whether or not he is being treated with oral pain medication.